Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac to external iliac artery. A 7.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed and the device was replaced with a 7x6 sterling balloon catheter. A 10x10mm epic stent was deployed and post-dilatation was performed with the same balloon. The procedure was completed. No patient complications were reported.